Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-05871. It was reported the patient was unable to increase the dbs lead stimulation strength on the right side. Reportedly, the issue began after the patient had a fall down some stairs. Consequently, the patient's dbs extension for the right side lead was replaced. Stimulation therapy was restored postoperatively, and the issue was resolved.

Event description:
Device 2 of 2: reference MFR report: 1627487-2018-05871.